Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted the mesh was noted to be crumbled into a ball superiorly to the defect. It was reported that the patient experienced severe pain, hernia recurrence, nausea, inflammation, revision surgery, loss of appetite, stress and anxiety. No additional information is provided.